Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a capacitor charge time-out alert. The alert was noted during device interrogation on (B)(6) 2018. The patient recalled a "slight shock" on that date. The device was removed and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. Numerous high voltage charges were performed within a short period of time due to the patient¿s rhythm, which resulted in the charge time out. The device performed a maximum voltage charge for capacitor maintenance subsequently, and it did not time out.